Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wrist of the prograsp forceps instrument was completely cracked, making it impossible to remove the instrument. The cannula had to be removed from the patient and removed along with the sealant. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material occurred outside of the patient, once the trocar with the instrument was on the sterile area. No fragments fell into the patient's anatomy. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and was found to have a broken main tube at the distal tip. A piece measuring at approximately 7.10 mm x 5.43 mm was missing and not returned. Additional observation(s) : the instrument was found to have damaged grip and pitch cables at distal end.

Event description:
Refer to h11 for follow-up information.